Manufacturer narrative:
Product analysis: it was determined on analysis that the stylus of the programmer was not functioning with no visible damage to the exterior of the stylus. It was also noted that the right sliding rail and lower bullets were broken. The radiofrequency head cable and anti-slip layer were worn but the radiofrequency head functioned correctly. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.